Event description:
The customer reported high blood glucose. The patient treated with manual injections. The blood glucose level was 556 mg/dl. Prior to the event, the customer stated that the insulin pump was not delivering. The blood glucose level was still high after two infusion set changes. In troubleshooting, the unit passed a drive support cap test, a manual prime test and a high placement test. The customer was advised to keep track of insulin and make sure it is not expired. The current blood glucose reading is 290 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.